Manufacturer narrative:
Evaluation summary it was caused due to a malfunction of the optical parts in the scope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Before the installation, there is a shadow on the image